Event description:
A patient reported their bowel symptoms have returned. The patient noted she ate chili and was wondering if could have caused it. It was verified the implantable neurostimulator (ins) was on. The indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.